Event description:
It was reported via repair work order that the main power cord power prong was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.